Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of incident and current blood glucose level was 214 mg/dl. Customer treated with intravenous fluids, insulin drip, manual injection. Customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with scratched reservoir tube window. (B)(4).